Event description:
Pt's mom has been using these auto cover pen needles with nutropin aq 10mg/2ml nuspin pens and complaints that the medication leaks out before injecting after she puts the pen needles on. Frequency: daily, route: subcutaneous. Dates of use: (B)(6) 2018 - present. Is the product compounded? No; is the product over-the-counter? No.